Event description:
It was reported that during pre-surgery, it was observed that the motor device was making a rattling noise. During in-house engineering evaluation, it was observed that the device heated up. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient no involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made unusual noise, heated up and the motor was corroded. Therefore, the reported condition was confirmed. It was determined that the heat and noise was due to worn locking components. In addition, the device showed signs of damage that was indicative of damage caused by immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.